Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple error alarm. Customer's blood glucose level was 275 mg/dl. Customer stated insulin pump was not exposed to a high magnetic field. Customer reported that they were able to clear the alarm but not able to rewind the insulin pump. Customer was advice to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with pump error 130 alarm and critical pump error (open book image) alarm during testing due to moisture damage on the electronic assembly.